Event description:
On (B)(6), 2010, four grafts were implanted for a recurrent, aneurysmal bone cyst. At a follow-up on (B)(6), 2010, the pt presented with redness, swelling and what was thought to be purulent discharge. The doctor incised the wound and found what he believed was pus which may have been bone graft material. Cultures were taken with negative results and the pt is currently fine. Report # 2249062-2010-00011; 00008 and 00009.